Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and evaluated. Eval paired the wireless battery module with a known good spectrum pump which found the module's wireless connection capabilities inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit irreparable due to mac address assigned to product serial number. The device has been retired from svc.

Event description:
It was reported that a wireless battery module has "water damage." It was also reported that there was no pt incident.